Event description:
During a remote follow-up, increased capture threshold and increased pacing impedance were detected on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no abnormalities. However, encapsulation of the lead was suspected. No intervention has been performed. The patient was stable and will continue to be monitored.